Event description:
Pt was diagnosed with "periforimis" syndrome and sciatica in left hip. Doctor showed pt a neurostimulator and convinced them that it would help. Pt took his word for it and was in chronic pain and desperate. As pt was trying to make up their mind to have the implant, the next night they watched the larry king show when jerry lewis was on and he had a neurostimulator. Jerry lewis said the stimulator gave him 100% pain relief. That helped pt make up their mind. Pt had the implant. Four months later it quit working. They tried to reprogram it and they said they accidentally hit the wrong button and pt got jolted "shocked out of my chair" twice. After that didn't work pt had another surgery to revise the leads and it still didn't work right. Seven days later, before pt had staples taken out, battery was going down. After they jolted pt, pt was in severe back pain so family doctor ordered a CT scan and it showed two bulging discs on right side which weren't there when pt had a MRI before they had the implant. Doctor gave pt an option of putting in another battery in belly or have it taken out. Pt found out they had less muscle spasms and pain when it was off so they had it explanted. Later the manufacturer sent pt an email stating that the neurostimulator wasn't made for muscles and they didn't make any kind of machine for that muscle. Pt asked their doctor if they could get a refund and he said "its yours and you done paid for it." To date medicare and pt have been billed over $90,000. On pt's last visit their spouse and pt had to stand up in the waiting room because it was so crowded. The four months pt had the stimulator they were on a lot of pain medication and getting trigger point injections every month. The stimulator didn't have any effect at all on their pain. Doctor told pt the stimulator should last four to five years. Pt's lasted four months.

Event description:
Add'l info rec'd from rptr 2/15/04: pt now has a statement from medtronic saying everything checked out ok and that battery was just used up. Medtronic also said they have no record of what kind of leads and extensions that were put in pt's back. And the warranty doesn't cover batteries that run down. Pt has paid off two surgeries and making payments on the other two surgeries and they won't reimburse pt anything.